Manufacturer narrative:
Additional information: device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. However, the provided source photos were evaluated by a subject matter expert. This evaluation concluded that there were two thin lineal images located in the center of the iol optic that are compatible with superficial scratches. The origin and potential clinical impact of the observed phenomena cannot be determined from the photo assessment. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer prepared and implanted the eyhance simplicity intraocular lens (iol) as usual. After the iol was in the eye, it was found that the lens surface was scratched. However, the lens was not explanted. Shortly after the operation, the patient had 80% visual acuity and is now at 100% and the patient did not seem to perceive these scratches. The patient has fully recovered. No medical/surgical interventions were required and no further interventions are planned. No additional information was provided.